Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional via the manufacturer representative reported that yesterday, the new neurostimulator did not work. The patient came back this morning for a new surgery. The surgeon changed the neurostimulator and it worked. The issue was resolved at the time of the report. A surgical intervention occurred as the physician tried to change the neurostimulator. The surgeon tightened the setscrew on the neurostimulator after the lead was fully seated in the neurostimulator. The lead did not hold into the neurostimulator. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found the setscrews were back out too far. If information is provided in the future, a supplemental report will be issued.